Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu displayed error c-34 at startup on the test system. The top cover had a few scratches and the heat sink started to discolor.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the customer encountered error c-34 repeatedly when activating the monopolar energy function on the integrated electrosurgical unit (iesu). After rebooting the iesu, the issue persisted. The customer continued with the procedure without using the monopolar energy function. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that they only used the bipolar energy function and completed the procedure with the same iesu.